Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, as it was within normal limits. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which was completed successfully. However, despite reloading attempts, the cartridge alarm recurred, preventing resumption of insulin therapy. As a resolution, technical support arranged for a pump and cartridge replacement and instructed the caller on how to manage the situation until the replacement arrived. Customer reverted to an alternative method of insulin therapy.